Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an insulin syringe. The customer reports that after inserting the syringe into one vial and then into her stomach, the cannula broke off from the syringe. The customer was able to retrieve the cannula, and discarded it.

Manufacturer narrative:
(B)(6). An investigation is currently underway; upon completion, the results will be forwarded.